Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is scheduled for an emergent device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is scheduled for an emergent device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device was explanted and replaced. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg). No additional adverse patient effects were reported.